Manufacturer narrative:
The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during radio isotope scan in CT, the set ruptured and/or leaked causing radio isotope to spill. The customer stated that to clean the spill, a specific cleaning protocol must be followed. No patient or staff harm was reported. Although requested, no additional event information available.